Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot.a conclusive cause for the reported difficulties could not be determined; however, factors that may contribute to material ruptures include, but are not limited to, material damage, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Difficult to advance/position may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, patient morphology, condition of the guide wire, interaction with accessory devices, damage to the catheter or accumulation of blood or contrast. In this case, it is possible that the device may have interacted with the mildly calcified, moderately tortuous, 90% stenosed lesion during advancement, as resistance was noted, causing the reported difficult to advance/position, ultimately contributing to the reported material rupture; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the distal left anterior descending (dlad) with mild calcification and moderate tortuosity. The 2.25x18mm xience skypoint stent delivery system (sds) was advanced to the target lesion with resistance due to the anatomy and the balloon was inflated; however, the balloon would not inflate. Therefore, the sds was removed from the patient and the balloon was noted to have ruptured. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another xience skypoint stent was used to complete the procedure. No additional information was provided.